Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 6 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. The patient was treated with surgery (robotic assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation fallopian tubes/ migration') and autoimmune arthritis ('autoimmune diagnosed arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("rash/skin condition"), autoimmune arthritis (seriousness criterion medically significant), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("infection ., vaginal discharge"), cystitis ("infection bladder"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi condition"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraine") and dizziness ("dizziness") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral), robotic assisted bilateral salpingectomy and robotic assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, autoimmune arthritis, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, headache, nausea, gastrointestinal disorder, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, weight decreased and dizziness had resolved. The reporter considered abdominal pain, alopecia, autoimmune arthritis, bladder disorder, cystitis, dermatitis allergic, device breakage, dizziness, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia, (bleeding between periods), rash/skin condition, breakage, autoimmune diagnosed arthritis, migration,perforation fallopian tubes, vaginal. Infection ,uti, bladder problems , urinary problems, infection ., vaginal discharge bladder, headaches, nausea, gi condition, other, fatigue, hair loss, dental probs., hormonal changes, migraine, weight loss, dizziness, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation fallopian tubes/ migration') and autoimmune arthritis ('autoimmune diagnosed arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("rash/skin condition"), autoimmune arthritis (seriousness criterion medically significant), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("infection ., vaginal discharge"), cystitis ("infection bladder"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi condition"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraine") and dizziness ("dizziness") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral), robotic assisted bilateral salpingectomy and robotic assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, autoimmune arthritis, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, headache, nausea, gastrointestinal disorder, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, weight decreased and dizziness had resolved. The reporter considered abdominal pain, alopecia, autoimmune arthritis, bladder disorder, cystitis, dermatitis allergic, device breakage, dizziness, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia, (bleeding between periods), rash/skin condition, breakage, autoimmune diagnosed arthritis, migration,perforation fallopian tubes, vaginal. Infection ,uti, bladder problems , urinary problems, infection ., vaginal discharge bladder, headaches, nausea, gi condition, other, fatigue, hair loss, dental probs., hormonal changes, migraine, weight loss, dizziness, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received - previously reported event medical device removal was updated to new specific events : breakage, migration/ perforation fallopian tubes, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia, (bleeding between periods), rash/skin condition, autoimmune diagnosed arthritis, psych injury related to essure, vaginal infection, uti, bladder problems, urinary problems, infection., vaginal discharge, infection bladder, headaches, nausea, gi condition, other, fatigue, hair loss, dental probs, hormonal changes, migraine, weight loss, dizziness and patient did not undergo essure confirmation test were added. Product indication, patient date of birth, new reporter and consumer address were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.